Manufacturer narrative:
The importer report submitted in response to the adverse event. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the user complained that our product 33321cc slightly hurt the patient's intestines during the operation. Field engineers rushed to the hospital to investigate the specific situation and reassure users. The patient had a slight pinch injury to the intestine, and no lesions or intervention were observed after the operation. The operating surgeon reported that the serosal layer was scratched, resulting in bleeding. Due to this injury the case will be reported as adverse event.